Manufacturer narrative:
(B)(6). The serial number was unknown. Therefore, device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from united kingdom that during a craniotomy for tumor resection and cranioplasty surgical procedure, it was discovered that the end of the craniotome device broke off suddenly. It was reported that the broken piece might have still been in the patient's head. It was further reported that when the bone flap was taken out and the broken bit was searched for, it was not visible in the patient¿s operation site. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that there were no x-rays performed to check if the broken piece of the craniotome device was still inside the patient¿s head after surgery. Therefore, they were not able to confirm if the broken fragment was indeed inside the patient¿s head. The reporter stated that it was only a small section of craniotome device and that it was not a worry at the time. The reporter stated that the broken fragment could not be located even after a wash and search. The reporter stated that there were no report of any issues to date that could be linked to the incident in regards to a reoperation. Medical judgement of the surgeon did not consider this potential fragment to be problematic. The reporter stated that the craniotome device did not have any visual damages prior to use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.